Event description:
While opening the door of the stationary structure, the operator noticed the door was slightly tilted. It was discovered that the upper hinge metal was torn from top to bottom on the hinge plate. The door did not fall off and was still usable. No injury was reported as a result of this incident. Service was called and the defective hinge was immediately replaced.

Manufacturer narrative:
Root cause: the issue has been investigated and reviewed internally by our experts and it has been determined that the hinge design allows the pins to become loose over time under normal usage. The fault was considered to be the general thickness of the hinge material (0.48 inches). Over time, the weight of the stationary structure door caused the weak hinges to separate from its mounting means. Similar events: to this date, three complaints have been reported with similar issues. No death or serious injury has been reported. Action your firm has taken to prevent similar occurrences: in response, siemens has issued, by certified mail on july 2007, an update instruction th012/07/s which introduces a new improved hinge design to all affected systems. The design of the hinge material thickness was improved from .048 inches to .068 inches to increase safety factor to 4. In addition, a weld callout on the drawing was added to retain the pin permanently. Furthermore, the purpose of this update is to address the potential issue and identifying actions to mitigate the possible risk.